Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the former haptic of the lens was broken. During the procedure, the patient also experienced a posterior capsule rupture. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided reporting the event was caused by the pressure of the anterior chamber being unstable. The event has resolved with treatment.

Manufacturer narrative:
The product was returned with solution, broken haptic damage and optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. In addition, information provided by the health care professional indicated that the posterior capsule (pc) rupture event was caused by the reason that the pressure of the anterior chamber was instable. No sign of a retinal detachment and no posterior capsule opacification. The event was resolved with treatment. The manufacturer internal reference number is: (B)(4).